Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported after replacing the o2 regulator, the device does not power up on ac, backup battery or slaved in backup battery; there is no 24v to the blower motor controller pcba; the ventilator goes inop at turn on (post timer/24v failure and flow sensor mismatch); the device will not power on in ventilation or diagnostic mode. The customer reported there was no patient involvement.

Manufacturer narrative:
Problem statement: the customer reported after replacing the o2 regulator, the device does not power up on ac, backup battery or slaved in backup battery; there is no 24v to the blower motor controller pcba; the ventilator goes inop at turn on (post timer/24v failure, flash programming error and flow sensor mismatch); the device will not power on in ventilation or diagnostic mode. Resolution and disposition: the customer replaced the sensor pcba to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.